Event description:
Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced successfully on (B)(6) 2017. The patient's condition during and post procedure was good. No further information was available.

Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.